Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer "was" reported via phone call that the insulin pump has crack in it where insulin goes and the reservoir is not able to lock in place when inserted into pump. The blood glucose was unknown at the time of the incident. Troubleshooting determined that the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received unable to perform the displacement due to complete broken reservoir tube lip and missing reservoir tube o-ring noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.